Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 450mg/dl. The customer had no symptoms and treated with manual injection. Customer indicated that their blood glucose value was 86 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer indicated that he recently returned from china and forgot to change the time and date on the pump and was getting the basals at the wrong time. Customer indicated that they will change their settings to the correct time and do not need further troubleshooting. Customer was advised to monitor the pump and their blood glucose and call back if any further assistance is needed.